Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20904, 2017865-2021-20905. It was reported that systemic infection due to enterococcus bacteremia was noted. The pocket was not affected. The device system was explanted. The device was reconnected to a temporary right ventricular lead externally. The patient was stable before, during and after the procedure.